Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification/expiration date; manufacture date.

Event description:
It was reported that patient underwent a lesser metatarsal shortening weil bunionectomy procedure utilizing twist-off screws on (B)(6) 2015. During the procedure, the screw went through the top part of the patient's bone. The surgeon removed the screws; however, the weil procedure was abandoned and the patient's metatarsal head was removed rather than shortened. The patient was reported to have had very soft bone.